Manufacturer narrative:
The device was returned as part of the asset return process the forceps elevator was found with foreign material, and the guidewire fixing force did not meet the standard value. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The evis exera ii duodenovideoscope was returned as part of the asset return process. During routine inspection of the device by olympus, the forceps elevator was found with foreign material. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and deviation from instruction for use (IFU) are unknown. Therefore, the root cause of the reported event is unable to be determined. Furthermore, no physical damage was confirmed at the material residue point. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be detected and prevented by following the IFU sections: the instruction manual evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection describes how to detect for the suggested event. The instruction manual evis exera ii tjf type q180v reprocessing chapter 5 reprocessing the endoscope (and related reprocessing accessories) describes how to prevent for the suggested event. Olympus will continue to monitor field performance for this device.